Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastrectomy. According to the reporter: during use, the seal part of onb12stf was broken, opened onb5stf, however found the valve was opened but could not be closed. Upon insertion of device of (B)(4) into trocar, misalignment of jaw was also observed. Reported some pressure might be caused on the instrument upon insertion. Opened new one to complete the case. Operating time not extended. Tissue damage: yes. Nothing fell into the cavity. No bleeding. No pt info available.